Event description:
This event involves the malfunction of a vanish point syringe 3ml 25g. 1" needle. After the medication was injected into the patient and the button for the retraction device of the syringe was activated, the syringe "disassembled" with the needle flying past the nurse's head in one instance and just up in the air in the second instance. No harm to patient or staff. There have been two such events at this facility.what was the original intended procedure?injection.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.